Event description:
A hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, (patient age, gender, weight unknown) in 2007. According to the complainant, the coating peeled near tip during use". The device was removed and the procedure was completed successfully with another hydra jagwire. No patient complications were reported as a result of this event.

Manufacturer narrative:
No impact or consequences to the patient. Peeling. User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The suspect device was not returned; therefore, a device evaluation is not available, and the cause of the reported coating peeled is undetermined.